Event description:
Blue tip of yankauer suction catheter came off while patient was being suctioned. Post x-rays confirmed that blue tip was in patient's colon. Patient was seen by a gastroenterologist who expected that patient would expel the tip.